Event description:
Implanted pulse generator and lead stimulator were not providing stimulation to the patient's tongue for the treatment of sleep apnea. Patient had a procedure to remove internal pulse generator and lead stimulator and replace with a new generator and lead. The explanted device was given to the manufacturer representative following the procedure. It will be returned for failure analysis. Manufacturer response for stimulator, hypoglossal nerve, implanted, apnea, inspire (per site reporter). A manufacturer representative was present during the procedure to assist in testing the replacement device. They retrieved the explanted device 2 days later and will return it to corporate quality for failure analysis.